Event description:
During surgery, the surgeon put the reamer guide in with the impactor and reamed. When the surgeon tried to remove the guide, it wouldn't come out. The impactor handle would not stay engaged with the reamer guide. There was a 20 minute delay in the case.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.